Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and tibial collapse. The attune sz 4 fb tray and 5x5 fb insert were removed and a competitor perimeter cone was placed for support with an attune size 4 rp revision tray and a 12x60mm press fit stem. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.